Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. It was observed that the protective end cap for the drive shaft was partially broken inside of the lock sleeve of the device. Evidence suggested this was due to mishandling at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that the red cap on the compact speed reducer device "had broken off in the butt of the handle". It was unknown to the reporter if the device was being used in a surgical procedure or if there was a delay. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.